Manufacturer narrative:
Approximate age of device ¿ 2 years, 11.5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was found deceased in his home on (B)(6) 2016. The vad coordinator reported that the patient had missed a clinic visit on monday, (B)(6) 2016. The patient was to have a clamshell placed at the distal end of the system controller due to exposed driveline wires. The patient had notified the vad coordinator of the issue a couple of weeks prior to the appointment; however, could not accommodate an earlier appointment due to not having money for gas. The patient reported not having any alarms or issues and had placed electrical tape over the driveline. The patient had been instructed to call the clinic immediately if any issues occurred. The patient's son was contacted and he reported that the patient had passed away at home. The patient was reportedly found in bed, propped up on pillows and the tv was on. The lvad was connected to battery power. The patient's son, who found the patient, stated that the patient had complained over the weekend of a very stiff neck and back and not being able to look up without pain. On (B)(6) 2016, the patient told their son of having fallen because their legs "gave out." A neighbor had helped the patient get up. It was not known where the patient fell or if there was any injury. The son reported that he last spoke with the patient at 8:30pm that evening and the patient had started missing calls at 9:30pm. An autopsy was not performed and the pump was not explanted. A system controller log file was submitted to the manufacturer's technical services representative for review. The log contained approximately 2 hours of data and had captured constant low flow hazard alarms and pump power levels that were extremely low for the set pump speed of 10,000 rpms. On (B)(6) 2016 at 2:15:35 pm, the system controller was disconnect from the power module and the pump ran on the emergency backup battery until (B)(6) 2016 at 3:03:31 pm, when the pump appeared to be disconnected from the system controller. No additional information was available.

Manufacturer narrative:
No equipment was returned for evaluation. An autopsy was not performed and the pump was not explanted. The report of low flow alarms and reduced power levels were confirmed based on the evaluation of the submitted log file; however, a specific cause for the events could not be conclusively determined. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.